Manufacturer narrative:
The manufacturer received information alleging that a "red alarm" condition occurred. There was no harm or injury reported. The trilogy evo ventilator was returned to the manufacturer; however, the customer requested that the device be returned unrepaired. The device was returned to the customer unrepaired.

Event description:
The manufacturer received information alleging that a "red alarm" condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.